Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via vigilance report (B)(4) that during a patient procedure the handpiece to their exacto cold snare "fell apart" in the users hand and wires became exposed. The procedure was completed successfully utilizing another device. No report of injury.